Event description:
It was reported the patient fell in the snow in (B)(6) of 2014 and landed on their implantable neurostimulator (ins). The patient thinks something may have shifted. They have not successfully charged their device in several months and as a result were unable to connect using the implantable neurostimulator recharger (insr) or patient programmer. It was suspected their device was over-discharged.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the first overdischarge was confirmed. A physician mode recharge (pmr) was performed and the patient went home to finish charging. The patient was seen by a manufacturer representative on (B)(6) 2015 and the system was unlocked and the power on reset was cleared. The patient was fully charged and using their stimulator normally.